Event description:
Customer reports back to back testing on the same meter while using the compact plus sys with results of 429mg/dl and 202mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect prod and a replacement was sent.